Manufacturer narrative:
H3, h6: the navio surgical system be/fr/de, product npfs02020, (B)(6) used for treatment was not made available to the designated complaint unit for evaluation thus, visual inspection and functional testing could not be performed. A relationship between the reported event and the device could not be established as the product was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. Although the reported problem was not confirmed, a contributing factor may be a cable/connector electrical component failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a navio tka procedure, they had interruptions on miling, the bur stops often or won't work. They tried with two different handpieces and anspach motor with same problems. The procedure could be finished in speed mode; however, speed mode works sometimes, but exposure was not possible. A delay of fewer than 30 minutes was reported. When they checked the system, they found that the cable of the anspach foot switch was broken within the connector (damaged internal wirings). No other complications were reported.